Event description:
The customer reported via a follow up phone call that she had been hospitalized due to high blood glucose levels, diabetic ketoacidosis, dehydration and thyroid issues. The customer's blood glucose was over 170 mg/dl, and the customer was wearing the insulin pump at the time of admission. The customer stated that she was admitted for 2 days. She noted that, because she was sick, she suspended the insulin pump. She complained of accelerated heart rate. She reported that for most of the duration in which she was hospitalized, her blood glucose was in the 200 mg/dl range, and she was being treated with manual injections. She advised that she had not had any further issues since the event and declined troubleshooting for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.